Event description:
A (B)(6) female pt's spouse contacted zoll customer support to report trouble downloading data with the charger/modem. Upon review of the pt's flag files a battery charger fault was detected. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. Upon investigation contamination was discovered on the charger/modem's battery board and bedside board. The root cause for the contamination could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the contaminated battery board. The pt received a replacement battery charger/modem.